Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was replaced and all power supply voltages were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a mandatory shut down error message and the system shut down without command. There is no report of patient injury.